Manufacturer narrative:
Product complaint # (B)(4). Extract of the surgical placement from dr (B)(6) at (B)(6) - decision to cure sui using an in / out technique with decision of endometrial thermocoagulation at the same surgical time (due to chronic bleeding disabling - pelvic echo: uterine adenomyosis) - bilateral colpotomy of the lateral urethral spaces in the direction of blanking holes. Bilateral skin incision of 1 cm in the outer groove of the labia majora at the level of the clitoris. Passage of a gynecare needle through the obturator foramen from inside to outside, to the right then to the left and installation of a gynecare strip by trans-obturator route. Adjust the tension of the strip by passing the scissors of metzenbaum between the urethra and the strip. Colporrhaphy by single points of vicryl 2.0. Separate dots on the skin of vicryl 2.0 fast. Clear urine at the end of the operation. Then 2d operating time: endometrectomy and coagulation of adenomyosis lesions at the bipolar loop. A regularized cavity is obtained.   No additional information available. If further details are received at a later date a supplemental medwatch will be sent. Adverse events associated with tension free vaginal tape device event reported via mw # 2210968-2021-05810.

Event description:
It was reported that a patient underwent a colporrhaphy procedure on (B)(6) 2019 and the mesh was implanted. It was reported that patient had a follow up consultation on (B)(6) 2020 as a result of pain in the right inguinal and sacral level as well as dysuria with some urgencies. It was reported that the patient had a normal pelvic ultrasound and flow rate: residue about 220 ml. It was reported that the device stretched at level and left para cervical was painful on palpation. The cystoscopy conducted revealed no cervical erosion. Also, there was discussion about partial ablation of the sub-bladder portion of the device. On (B)(6) 2020 there was emergency involving an insomnia phone consultation. On (B)(6) 2020 there was a request for removal of the strip, but patient was advised to continue rehabilitation. It was further reported that patient experienced total insomnia, malaise and dysuria immediately after the device was implanted. The surgeon opined that the device was too tight, but the patient¿s body would eventually adapt. It was also reported that the patient's current condition includes dysuria, insomnia, pelvic pain, perineal pain, pain during sexual intercourse, permanent sciatica for 2 years, chronic fatigue, and loss of cognitive faculties. No additional information is available.